Manufacturer narrative:
(B)(4). Although requested, the device has not been returned. A follow up report will be submitted should the device be returned for evaluation.

Event description:
An under infusion of mucomyst was reported. Details of the event are as follows: a pt in the pediatric intensive care unit was to receive a bolus of mucomyst 125 ml, and the bag infused as intended. The pt was then to receive a new bag of mucomyst 62.5 ml/hr for two hours. The new bag was attached. The pump showed it was infusing, but no medication infused. The customer further reported that the pc unit was not sent to the biomed. Although there were 3 modules on pump at time of infusion, only the pump module affected was returned to biomed. The administration set not saved. There was no report of pt harm and no medical intervention was required. The customer stated that no further pt or event information is available.